Manufacturer narrative:
Pending evaluation. Concomitant device(s): 320-10-10 - equinoxe reverse tray adapter plate tray +10 and 320-20-00 - eq reverse torque defining screw kit.

Event description:
As reported, approximately 2.5 years post op the initial right tsa, this (B)(6) male patient's was revised due the humeral liner dislodging from the humeral adapter tray. He patient reportedly reached backward to pick up an item around the date listed above. Then, the patient felt pain. Surgeon conducted a revision surgery and found the liner to be dislodged from the tray. The humeral tray, torque screw, and humeral liner were removed and replaced with new implants. Patient was last known to be in stable condition following the event. Revision surgery successful. Devices were kept by the hospital as part of the standard protocol.

Manufacturer narrative:
Section h10: (h3) the revision reported was likely the result of incomplete seating of the liner during implantation, bone impingement, patient-related conditions, or any combination of these possibilities, which led to humeral liner disassociation. However, this cannot be confirmed as the devices were not returned for evaluation. Section h11: the following sections have corrected information: (d4) serial number: (B)(6), expiration date: 01-oct-2022. (H4) device manufacture date: 03-oct-2017. (H6) component code: 4755, part/component/sub-assembly term not applicable.